Event description:
A surgeon reported a piece of metal came out of the port of the handpiece with no pt impact. Add'l info was received from the doctor indicating the particle went into the anterior chamber right after the handpiece was inserted into the eye and irrigation began. The particle was removed using forceps. The handpiece was then switched out and the case was completed with no further incidents. There was no pt harm reported.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).